Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl and 400 mg/dl. The customer was treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose events. Troubleshooting was assisted. Based on customer report customer did not allege pump was under delivering. The auto mode feature was active during the reported event. The customer reported that they performed high pressure test and it passed. The insulin pump will not be returned for analysis.